Event description:
Pt was being ventilated on a puritan bennett 840 ventilator when the ventilator alarmed "device failure", "service required". The ventilator stopped delivering breaths to the pt. The nurse in the room immediately disconnected the pt from the ventilator and hand-bagged the pt with 100% o2. The ventilator was checked by the respiratory therapist and removed from service. The pt was placed on a new ventilator. It was determined that the circuit board had failed in the ventilator.